Event description:
I severed my spinal cord in 2007 and have been to 2 different hospitals since for care. I have a verichip or other brand of medical info micro transponder that has been hacked into and causing serious auditory and other stress related health problems. I cant get anyone at either hospital to admit that it's there or even respond to any correspondence.